Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings during investigation, there was evidence of a short battery life observed throughout the black box. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks observed. No evidence of moisture contamination inside battery compartment. Idle and sleep" current draws not within specifications. Removed pump case and there was evidence of moisture contamination inside pump on transceiver/cgm board. Unplugged transceiver/cgm board and current draw levels returned to with specifications. High current draw values due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.